Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia that might have been due to an unacceptable discrepancy between the sensor glucose and the blood glucose values. The customer reported blood glucose value of 51 mg/dl. The customer was treated with carbohydrate intake. The event involved products mmt-7040a, mmt-1884, unomedical and mmt-332a. Troubleshooting was declined by customer for low blood glucose and it was unknown whether the customer has used the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 51 mg/dl and sensor glucose value was 158 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 107 mg/dl and it was beyond 30% limit. Customer was advised to monitor the product and change sensor if issue persists. No further patient complications were reported. No product is expected to return for mmt-7040a. No product is expected to return for mmt-1884. No product is expected to return for unomedical. No product is expected to return for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.